Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, high pacing lead impedance, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and high pacing lead impedance were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead body. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix fully extended and clogged with dried blood. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. The cause of helix mechanism issue was isolated to dried blood in the helix region and over-torqued of the inner coil.

Event description:
It was reported during an initial implant procedure that the right ventricular (rv) lead became dislodged. This was discovered using fluoroscopy. The dislodgement led to failure to capture and high pacing impedance. Upon trying to reposition the rv lead, the helix failed to retract. The rv lead was not used, and a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.